Manufacturer narrative:
Customer reported that the primary audible alarm post. Yes on plunger assembly,cracked on both front corners of top case. Performed power up ,primary audible alarm post. Unable to duplicate the primary audible alarm post error at power up, speaker test at level 1 the value is 10-10 (the valid range 9 to 20), at level 5 the value is 149-150 (the valid range is 130 to 245). Speaker level set at 3, test value 43-43 (valid range is 32 to 80).unable to determine what cause the problem, the j9 connector is fully seated and properly glued (3 surfaces ? Both side.). Replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked on both front corners. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked on both front corners. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked on both front corners. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue.